Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set, installed reservoir & connector into a 7xx pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. No anomalies found to transfer guard during pre-fill..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had an occlusion. The customer's blood glucose levels were not provided at the time of the incident. Troubleshooting was not provided. The reservoir and infusion set will return for analysis.